Manufacturer narrative:
The investigation for the console (aic) purge disc/flag issues has been completed. Console logs were reviewed which did not contain any data relevant to this complaint. The console was not returned for evaluation due to the issue being resolved in the field. A piece of plastic was found in the purge cassette holder and once it was removed, the purge cassette worked as normal corrections to the initial MFR report: d2 common device name updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during that the purge cassette would not plug into the automated impella controller (aic). A piece of plastic/debris was found in the purge cassette holder and once it was removed, the purge cassette went in like normal. It is unknown if the aic was replaced due to this issue. Further details are unknown.